Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: restoration modular stem ; cat# unknown; lot# unknown. Restoration modular cone conical body; cat# unknown; lot# unknown. 36mm ceramic head; cat# unknown; lot# unknown. 56mm shell; cat# unknown; lot# unknown. Screw (1 of 2); cat# unknown; lot# unknown. Screw (2 of 2); cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device evaluated by manufacturer? Not returned.

Event description:
It was reported that a stage 1 revision was performed on the patient's right hip due to infection. A restoration modular stem construct, ceramic head, poly liner, shell, and 2 screws were removed and a spacer placed.